Event description:
The patient started v-go 40 in (B)(6) 2020 and reports the v-go is applied to the back of the arm or the side of her legs and there were 4 separate occasions where the v-go was not sticking and came off.